Event description:
Patient presented to the physician with chest pocket pain attributed to the ipg since the implant procedure. Physician brought the patient into the or and removed the entire inspire system.